Manufacturer narrative:
Concomitant medical devices: 5076-58 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the device exhibited oversensing, which was suspected to be due to electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.